Event description:
It was reported that during a laparoscopic nephrectomy procedure, the clip did not close properly. It is unk how the procedure was completed. There was no pt consequence reported.

Manufacturer narrative:
(B) (4): dropping or ejected clip. Eval summary: the analysis results found that the er420 instrument was returned with a dent on the shaft. The instrument was cycled and ejected the remaining clips. The instrument lock out mechanism was noted to be non-functional. It could not be determined what may have caused the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.